Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted once analysis gets completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a facial monitoring procedure, the nim system showed the patient interface fault message when connected with both wired and wireless mode. The site switched to other patient interface box and worked fine without any issue. The procedure was completed with another patient interface box, the case was extended less than an hour delay. There was no patient impact.

Manufacturer narrative:
H3: product analysis couldn't be able to verify the reported issue and no abnormalities were observed. Additional findings observed misaligned radio firmware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.